Event description:
Caller indicated the relion prime meter is giving high readings. Customer said this was the third time that this has happened in two weeks that they were getting blood high results. The meter was purchased two weeks ago. He received a reading of 190 and he took 7 units of insulin and then had steak, potatoes, and salad and then 45 minutes later he looked just awful so they took a reading and received a 40. He dropped so fast, and was showing symptoms of fatigue and disorientation. The patient usually takes 2 insulin shots a day, sometimes 3. Caller didn¿t know what to do, but did not seek medical attention because they were going to the doctor the next day and they know what to do when he starts dropping. The doctor informed them that they should report it and get a new meter. Technique has been verified and is good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.